Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter was giving an unidentified error message. The pt tests her blood glucose 1-2 times a day. She manages her diabetes with set dosages of actos and glipizide regardless of her meter readings. The pt indicated that the alleged meter issue started the same day, at an unspecified time. It was her first time that day to ever use the meter. The pt was not using a correct technique for testing with the reported meter. She was applying blood to the test strip before inserting the strip into the meter. After inserting the strip into the meter, she kept getting an unidentified error message. She was unable to test her blood glucose for an unk period of time. After the issue started, the pt continued to take her medications as prescribed and ate her meals as usual. After the alleged issue began, the pt claimed that she developed symptoms of shakiness at an unspecified time. The pt administered self-treatment by eating food which helped to relieve her symptoms. The pt denied testing her blood glucose on another device during the time of concern. She also did not seek or receive medical attention from a health care provider. The meter test strips, and control solution were replaced. The pt explained that the one touch customer advocate (otca) that she spoke to walked her through properly testing with the reported meter. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.